Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the trocar gasket tore. The trocar was replaced, and the case completed. There was no consequence to the pt.